Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation, the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The ECG cable and roc adapter were not returned to zoll for evaluation as part of this investigation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that there was an ECG monitoring failure. Complainant indicated that there was no patient involvement in the reported malfunction.